Manufacturer narrative:
Con concomitant medical product(s): product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 21-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 20 mg/ml morphine (unknown) at 6.703 mg/day. The reason for use was not reported. It was reported that a new spinal catheter was placed due to new position for catheter tip (wanted to move from t5 to c7). At surgery, it was noted the catheter at the anchor was starting to have memory to it with a possible positional/intermittent kink starting. The possible kink on the spinal catheter was distal to anchor. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting performed. Interventions/actions that were taken to resolve the issue included a new spinal catheter was implanted on (B)(6) 2019. The issue was resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. Analysis of the catheter found that there was a catheter body kink observed. If information is provided in the future, a supplemental report will be issued.